Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated surgery. During the procedure, the implantable cardiac monitor delivered an inappropriate shock due to oversensing. No further information is available.

Event description:
New information received on mar 26, 2019, indicates that no resolution was reported, and the patient was stable.